Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus/ migration of essure (left side distal to the cornua)") in a (B)(6) year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, dyspareunia, pap smear abnormal and sciatica. Hsg not completed after essure, was told cannot be related to essure by phone, pt desires removal of coils, does not desire further pregnancy. No fallopian tube contrast identified and no free spill of contrast into the peritoneum and fluoroscopy showed no evidence of residual coil. Concurrent conditions included delayed period since (B)(6) 2016, frequency urinary, bloating, constipation, decreased appetite, diarrhea, menstrual cramps, abdominal mass, chills, dizziness, dysuria, fever, hematuria, melena, acne, concentration impairment, difficulty sleeping, hot flashes, ovulation pain, vaginal dryness, bleeding intermenstrual, breast tenderness, clitoral engorgement, libido decreased, galactorrhea, hirsutism, infertility, voice alteration, vaginal irritation, vaginal itching, vaginal odor, vaginal burning sensation, dysuria, herpes genital, genital rash, genital ulceration, dystrophy of vulva, amenorrhea and syncope. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 3 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy and prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced back pain ("back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), pelvic pain ("pelvic pain, even when not menstruation/ pelvic pain"), rash macular ("red dots on arms, legs and hands"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe cramping even when not menstruating"), hyperhidrosis ("excessive sweating"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash vesicular ("skin problems (rashes, blisters, itching and dry patches) on bilateral lower extremities"), dry skin ("dry patches on bilateral lower extremities/ dry skin"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils, and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, back pain, uterine pain, arthralgia, pelvic pain, fatigue, alopecia, dry skin, vaginal discharge, vaginal haemorrhage, rash macular, nausea, dyspareunia, weight increased, weight decreased and abdominal pain had resolved and the abdominal pain lower, hyperhidrosis, weight fluctuation, dysgeusia, rash vesicular, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, nausea, pelvic pain, rash macular, rash vesicular, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2016, hysterosalpingogram revealed that, in addition to both fallopian tubes being completely occluded, left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus. Right essure coil looks normally positioned, while the left coil was positioned distal to the cornua. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus/ migration of essure (left side distal to the cornua)") in a (B)(6) year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 3 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy and prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced back pain ("back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), pelvic pain ("pelvic pain, even when not menstruation/ pelvic pain"), rash macular ("red dots on arms, legs and hands"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe cramping even when not menstruating"), hyperhidrosis ("excessive sweating"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash vesicular ("skin problems (rashes, blisters, itching and dry patches) on bilateral lower extremities"), dry skin ("dry patches on bilateral lower extremities/ dry skin"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils, and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, back pain, uterine pain, arthralgia, pelvic pain, fatigue, alopecia, dry skin, vaginal discharge, vaginal haemorrhage, rash macular, nausea, dyspareunia, weight increased, weight decreased and abdominal pain had resolved and the abdominal pain lower, hyperhidrosis, weight fluctuation, dysgeusia, rash vesicular, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, nausea, pelvic pain, rash macular, rash vesicular, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2016, hysterosalpingogram revealed that, in addition to both fallopian tubes being completely occluded, left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus. Right essure coil looks normally positioned, while the left coil was positioned distal to the cornua. Current weight as of 27-feb-2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (menorrhagia), dry skin, migration of essure (left side distal to the cornua), dysmenorrhea (cramping), pelvic pain were clubbed with previously reported events. Events vaginal haemorrhage, rash macular, nausea, dyspareunia, weight increased, weight decreased, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus/ migration of essure (left side distal to the cornua)") in a 32-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, dyspareunia and pap smear abnormal. Hsg not completed after essure, was told cannot be related to essure by phone, pt desires removal of coils, does not desire further pregnancy. No fallopian tube contrast identified and no free spill of contrast into the peritoneum and fluoroscopy showed no evidence of residual coil. Concurrent conditions included delayed period since (B)(6) 2016, frequency urinary, bloating, constipation, decreased appetite, diarrhea, menstrual cramps, abdominal mass, chills, dizziness, dysuria, fever, hematuria, melena, acne, concentration impairment, difficulty sleeping, hot flashes, ovulation pain, vaginal dryness, bleeding intermenstrual, breast tenderness, clitoral engorgement, libido decreased, galactorrhea, hirsutism, infertility, voice alteration, vaginal itching, vaginal odor, vaginal burning sensation, dysuria, herpes genital, genital rash, genital ulceration, dystrophy of vulva, amenorrhea and syncope. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 3 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy and prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss") and weight decreased ("weight gain / loss"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced back pain ("back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), pelvic pain ("pelvic pain, even when not menstruation/ pelvic pain"), rash macular ("red dots on arms, legs and hands"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe cramping even when not menstruating"), hyperhidrosis ("excessive sweating"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), rash vesicular ("skin problems (rashes, blisters, itching and dry patches) on bilateral lower extremities"), dry skin ("dry patches on bilateral lower extremities/ dry skin"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils, and fluoroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, back pain, uterine pain, arthralgia, pelvic pain, fatigue, alopecia, dry skin, vaginal discharge, vaginal haemorrhage, rash macular, nausea, dyspareunia, weight increased, weight decreased and abdominal pain had resolved and the abdominal pain lower, hyperhidrosis, weight fluctuation, dysgeusia, rash vesicular, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, nausea, pelvic pain, rash macular, rash vesicular, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2016, hysterosalpingogram revealed that, in addition to both fallopian tubes being completely occluded, left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus. Right essure coil looks normally positioned, while the left coil was positioned distal to the cornua. Current weight as of (B)(6) 2018: 140 lbs. Approximate weight at the time of essure placement 170 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records, reporter information, medically confirmed, patient demographic information ,relevant information and concurrent condition were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy and prolonged menses"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe cramping even when not menstruating"), back pain ("back pain"), uterine pain ("uterine pain"), arthralgia ("hip pain"), pelvic pain ("pelvic pain, even when not menstruation"), hyperhidrosis ("excessive sweating"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash vesicular ("skin problems (rashes, blisters, itching and dry patches) on bilateral lower extremities"), dry skin ("dry patches on bilateral lower extremities"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, arthralgia, pelvic pain, hyperhidrosis, fatigue, weight fluctuation, alopecia, dysgeusia, rash vesicular, dry skin, vaginal discharge, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dry skin, dysgeusia, dysmenorrhoea, fatigue, headache, hyperhidrosis, menorrhagia, pelvic pain, rash vesicular, uterine pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results: in (B)(6) 2016 hysterosalpingogram revealed that, in addition to both fallopian tubes being completely occluded, left micro-insert had actually started to migrate out of her left fallopian tube, down towards her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.